Event description:
It was reported that during a da vinci assisted splenectomy, a sureform 45 curved-tip instrument failed to engage. Through follow up with the robotics coordinator, the following information was obtained: the procedure was emergent, and the patient was bleeding prior to the start of the procedure. While attempting to stop the bleeding with the use of the sureform 45 curved-tip instrument, the surgical staff experienced engagement issues. The engagement issues did not cause the bleeding but, because of the delay, the patient lost more blood than expected. The procedure was converted to open surgery, and a third-party stapler was used. The estimated blood loss and any intervention(s) performed as a result, are unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the engagement issue is unable to be determined. The product was evaluated by failure analysis and the customer reported issue was confirmed but could not be replicated with in-house testing. However, an additional observation of roll friction on the main tube, related to improper main bushing due to manufacturing, was noted. A follow-up MDR will be submitted if additional information is obtained. Stapler logs show a sureform 45 curved-tip instrument was installed on the system 7 times on universal surgical manipulator (usm) 2 and fired 4 stapler reloads (4 white). The instrument was only able to engage successfully with the system on the first 4 installs. On the last 3 installs, the instrument failed to engage with the system. On each of the 4 successful installations, there was a completed clamp, followed by a completed firing with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no other stapler-related errors in the logs. This complaint is being reported due to the following conclusion: while the sureform 45 curved-tip instrument did not cause the bleeding, the delay in treatment due to engagement issues caused the patient to lose more blood than expected. The procedure was converted to open surgery in order to achieve hemostasis with a third-party stapler. The estimated blood loss and any subsequent intervention(s) are unknown.